Event description:
Pfs, authorization to disclose forms, ppf and medical records received. In addition to what was previously alleged, pfs and ppf allege pseudotumor and metallosis. After review of medical records for MDR reportability, it was reported that the patient was revised due to metallosis, elevated metal ions, fluid and pain. Revision notes state that patient had elevated metal ions and brown turbid fluid within the hip capsule. It was also indicated that the trunnion had minimal corrosion and there was some mild bone loss above the level of the carcar. There was a catch to the bearing surface upon examination of the head within the liner post-op. There were no laboratory values for metal ion levels in the attached records.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Update jun 13, 2017: litigation and medical records received. Litigation alleges severe pain, limited mobility and dangerous levels of chromium and cobalt in blood detected in (B)(6) 2016. After review of medical records for MDR reportability it was reported that the patient was revised to address pain, elevated metal level as well as fluid within the hip capsule. Revision notes reported to have 15 ml of brown turbid fluid aspirated. The trunnion had minimal corrosion. There are no laboratory values provided. Added the complainant information and the stem. Product information updated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. In addition to what was previously alleged. Litigation alleges soreness, difficulty walking and injury. Doi: (B)(6) 2011; (B)(6) 2017 left hip